Manufacturer narrative:
Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that there was t-wave oversensing noted on the right ventricular lead. Reprogramming was performed and the lead remains in use. The patient is participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.